Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account reported that a stent was placed 4-6 weeks ago in a patient with a tracheal tumor obstructing his airway. The patient also had excessive cough and a history of tracheomalacia. The stent fractured at the proximal portion and the horizontal strut rows were occluding the airway. The stent was removed using a rigid bronchoscope with no consequences to the patient and no harm to the patient's mucosa.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and the root cause could not be determined. A review of the complaint database and device history record could not be performed since no lot number was provided.